Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. We tested the standby current of returned meter, the result was 1.2a. The criteria is <55a. Pass. Meter setting, audio and all buttons function are ok. We tested the suspected meter with in house control solution and returned strips (strip lot number: d6160714-1). The control solution tests for level low were 68/64 mg/dl, for level high were 282/282 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were out of the acceptance range. Pass . We tested the suspected meter with retain strips( same batch as patient's returned strip, lot number: d6160714-1). The control solution tests for level low were 70/65 mg/dl; for level high were 262/266 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass .

Event description:
This is a supplemental report to initial report 3005862821-2017-00056 to submit investigation results from the manufacturer for the suspect devices. Devices were returned from (B)(6) on (B)(6) 2017 and an investigation results of the suspect devices were completed by ok biotech.

Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number (B)(4)), and the meter was qualified and released by the quality control department and shipped to (B)(4) on 10/14/2016. We are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause.

Event description:
It was reported that medical attention was sought in (B)(6) 2017 at 9:00 am after the end user received high blood glucose readings from his prodigy diabetes meter. (The end user could not recall the actual date of the medical event). The end user was nervous and felt dizzy. His blood glucose reading at the time of the event was 205 mg/dl. The paramedics were called and performed a blood glucose test with their meter and the reading was 98 mg/dl. No treatment was administered by the paramedics nor was the end user taken to the ER. No additional information was provided in relations to this medical event.